Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. The patient was elderly and in hospice. The cause of the patient's death is unrelated to the curonix device and there were no alleged deficiencies. The transmitters associated with the complaint were not sent to curonix headquarters for engineering investigation. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the patient's death is unrelated to the curonix device. The provided information does not evidence that the curonix device contributed to the issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The commercial team member was informed the patient passed away. However, the exact date was not provided. There is no alleged connection or deficiency associated with the curonix device.